Event description:
It was reported that the customer was running high blood glucose. She changed her infusion set. Troubleshooting was done. Customer's blood glucose was 600 mg/dl. The customer was assisted in performing high pressure test and test passed. The customer was advised that the insulin pump was functioning properly and to speak with her health care provider regarding high blood glucose. Advised customer the quick set would be replaced. It was also mentioned that customer's blood glucose was 585 mg/dl on (B)(6) 2015. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.